Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had an aborted hv therapy due to possible output circuit damage. It was noted that tachy episode was unsuccessful and after the first shock, the device did not load appropriately for the second shock. Both the lead and ICD were explanted.